Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient began experiencing weakness within the last week and was admitted. The rep interrogated the ins and it was at 2/76v with ok status. The patient expressed concern that weakness was related to ins depletion and the physician was questioning the short device longevity. The caller said the ins would be replaced soon. Below are the ins details and impedances: left stn: 4.2v, 60 pw, 190 rate, 1086 ohms, 3.8 ma right stn: 3.1v, 70 pw, 190 rate, 1443 ohms, 2.2 ma 24 hours/day calculated estimation: eri at 2.49 years, eos at 2.74 years left impedance (in ohms): c-0 976 c-1 946 c-2 956 c-3 961 0-1 1068 0-2 1333 0-3 1432 1-2 1039 1-3 1307 2-3 1060 right impedances (in ohms): c-8 1086 c-9 1051 c-10 1076 c-11 1102 8-9 1455 8-10 1658 8-11 1787 9-10 1321 9-11 1615 10-11 1438. The caller mentioned that they had similar instances in the past which have already been documented. Additional information was received that tech services was contacted and it was determined that this device did not have premature longevity issue. The patient was discharged from the hospital and it was decided to replace the ins. The ins was explanted on (B)(6) 2020. The device status was unknown.